Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
According to the reporter, during a trochanteric fixation nail (tfn), after the nail was inserted, surgeon inserted the helical blade and it would not advance into the nail (456.481s). Surgeon backed out the helical blade and tried to re-insert the blade into the nail but it would not advance. Surgeon then used a new set of instruments but the blade would not advance into the nail. Surgeon backed out the blade and nail. The locking position was up and not deployed. Surgeon used a new nail and the helical blade advance into the nail with no problems. Surgeon had to re-drill the hole and used the reamer again for the new nail. Procedure was completed with no harm to patient.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.